Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which depicted blood leakage in the holder of a device and a sleeve that was not properly recovered over the non-patient cannula. Additionally, 30 retained samples underwent functional tests. During these tests, each needle was tested with 10 tubes to assess the functionality of the device. Two of the retained samples failed the functional test due to sleeve leakage, which was observed from poor sleeve recovery. Furthermore, the same 30 retained samples were subjected to another set of functional tests focusing on retraction lockout. All retained samples passed these tests, as they were able to be activated properly with no evidence of defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using seven (7) bd vacutainer® ultratouch¿ push button blood collection set, the non-patient needle did not cover the needle after removing the tube causing blood to seeps into both the tubes and the holder. No patient or user impact reported.

Event description:
It was reported that while using seven (7) bd vacutainer® ultratouch¿ push button blood collection set, the non-patient needle did not cover the needle after removing the tube causing blood to seeps into both the tubes and the holder. No patient or user impact reported

Manufacturer narrative:
E1: initial reporter phone #: (B)(6) d.2b medical device type: one additional code applies; jka e1: initial reporter facility name:(B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.